Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the distal tip of the device sheared off. Additionally, the cutter tip and inner rod distal tips were bent. There were nicks on the cutter tip, and the tangs were twisted. The device met all material specifications as received. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an acl reconstruction case the flip cutter ii short 9.5mm was used. At the start of the case when the surgeon began drilling into the femoral tunnel the flipper broke off. All the pieces of the device were not retrieved. There are no plans to go back in and retrieve the fragments. Patient was a (B)(6) year old female.